Event description:
It was reported that when the 6600 system is booted, both screens are blank. Also, the system intermittently does not fully boot. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the voltage for 5.20 vdc and reseated the image processor. The system now operates as intended.